Event description:
The event is reported as: ¿complaint alleges that the circuit is slit at the junction of the expiratory corrugated tubing and the elbow. Alleged defect was discovered upon insp.¿ no pt injury reported.

Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found relating to this complaint. DHR shows that the product was assembled and inspected according to our specs. The customer complaint was not confirmed. However, based on similar complaints a (B)(4) was opened. The customer complaint was not confirmed due to the lack of product. However, based on similar complaints the root cause could be related with tears in the corrugated tubing. A scar was opened to address this issue. Sample has been received by the MFR, however, the investigation is not complete at the time of this report.